Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was clogged in nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the a/w channel. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was, there was no delay in the start of the pre-cleaning, it was unknown if the air/water nozzle was flushed with air and water, the device was presoaked in detergent solution, the nozzle was cleaned with lint-free cloths/brushes/sponges, and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional information was found: a leak in the air/water channel, deep dents and scratches in the plastic distal end cover, scrapes on switch one and deep dent with pinhole on switch three, crack on light guide lens, clogged nozzle, cracked bending section cover glue, production and radio frequency identification label replacement recommended, control knob play within standards, minor dents in the distal end plastic cover, scratches and chip at the fifty mark of the insertion tube, and minor scratches on the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no air or water flow, air channel blockage. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: clogged nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.